Event description:
It was reported that the pt was revised due to tibial loosening and bony overhang on the patellar component.

Manufacturer narrative:
Eval summary: revision operative notes dated (B)(6) 2007 indicate that the patella revealed medial and lateral bony overhang with excessive scar tissue and fat pad around it. The tibial base plate was found to be grossly loose. The implant was freed of scar tissue around the bone implant interface. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Device history records were reviewed and found conforming. There are no complaints with the reported issue for the product/lot combination for tibial and patella component. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. The info provided on this form was previously submitted under mfg report number 1822565-2012-01660.